Manufacturer narrative:
Available information indicates that the device remains in service. As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) received approximately sixty inappropriate shocks for sinus tachycardia. The rate cut-off (rco) for the patient's ventricular tachycardia (vt) zone was changed from 150 beats per minute to 170 beats per minute. There were no adverse patient effects reported.